Event description:
Covidien customer service engineer reported that the 840 ventilator had unresponsive keyboard. The ventilator was not in use on a pt at the time the malfunction occurred. The cse inspected the device and replaced the keyboard assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).